Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. At the time of the event, the customer's blood glucose (bg) level was within target range. However, on (B)(6) 2016, the customer reported the pump insulin gauge was displaying 0 units of insulin. The customer went to the hospital on (B)(6) 2016 due to elevated bg levels (over 500's mg/dl) as the customer was unable to bring bg level down. The customer was treated with intravenous (IV) and insulin drip which resolved the issue. At the time of the call, the customer was still at the hospital, but planned on being released on the following day. Tandem technical support review pump history which showed that the customer received an unexpected reset on (B)(6) 2016. Multiple attempts were made to follow up with the customer regarding the fill estimate issue and hospitalization event; however, no further information was provided on the reported event.